Manufacturer narrative:
The reported failure was "power cord defective / error message: "runaway". A getinge field service technician (fst) was on site and investigated the device in question. The fst checked the system and found the power cord plug top connection is not connected properly. He reconnected the connections and the power problem was solved. Regarding the error message: "runaway" the fst found that the tachostrobe was dirty. The tachostrobe was cleaned and the error message disappeared. The device is now back in clinical use, working to factory specification. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Aging can change the properties of electronic components, which can cause it to have to be readjusted. The review of the non-conformities during the period of2012-09-27 to 2021-03-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could be confirmed. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 power cord was defective and the hl20 pump displayed the error message: "runaway". A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 machine has a defective power cord plug. The hl20 pump also displayed the error message: "runaway". Reference number: (B)(4).